Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, initially reported the patient had right hip and thigh pain when she was lying down. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. The patient was reprogrammed. The event was ongoing. The event was assessed by the investigator as not serious, not related to the stimulator, and not related to the procedure. Safety thought it could be related to the neurostimulator. Relevant medical history includes fecal incontinence. Additional information received from a hcp for a clinical study reported the event resolved on (B)(6) 2015. Additional information received reported the pain was due to overstimulation and resolved on (B)(6) 2015.